Event description:
The surgeon was advancing a 22.0 diopter single piece silicone lens model aa4204vf in the msi-pr injector and the injector tore the lens prior to insertion into the eye. No patient contact or injury.